Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information noted that the patient was upgraded to a cardiac resynchronization therapy defibrillator (crt-d) and the cardiac resynchronization therapy pacemaker (crt-p) was explanted. A review by boston scientific technical services (ts) noted no loss of capture was noted in the provided episodes or abnormal device behavior, and the onset of the arrhythmia was showing some ectopic beats and some pauses which alone could be the reason for the arrhythmia.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented with pre syncope symptom when it comes to this cardiac resynchronization therapy pacemaker (crt-p). While in the hospital, the patient had a ventricular fibrillation (vf) arrest which was terminated externally. The hospital wanted to know whether the crt-p function could have attributed to the patients vf arrest. Following the episodes the crt-p checks were satisfactory with normal lead parameters. It was also noted that high out of range pace impedance measurements were triggered which resulted in the lead safety switch alert on the right ventricular (rv) lead and high out of range pace impedance measurements were also noted on the right atrial (ra) lead and left ventricular (lv) lead. No additional adverse patient effects were reported.